Event description:
It was reported the video processor presented a black and white image and then drops out. This event occurred during maintenace. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not able to be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.